Event description:
It was reported that the ventilator failed gas supply and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply and flow transducer tests during pre-use check. Our field service engineer investigated the reported ventilator on site. It was noticed that a leakage sound was coming from the inside of the ventilator. The o2 gas module was replaced to resolve the reported issue. Despite several reminders, we didn't receive the replaced gas module. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).